Manufacturer narrative:
This report is filed august 19, 2016. Implanted device remains.

Event description:
Per the clinic, the patient underwent a revision surgery to re-position the receiver stimulator (date not reported). Post revision, a CT scan revealed that the electrode array was partially outside of the cochlea due to the patient's anatomy. Explantation and reimplantation of a new device is planned; however, has yet to occur as of the date of this report.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery.